Event description:
It was reported that the patient had a left carotid artery dissection which was discovered during a routine ultrasound carotid duplex testing. A neck computed tomography angiography (cta) scan with and without contrast was performed on (B)(6) 2022 which found a thin linear filling defect within the left carotid bulb extending into the proximal left internal carotid artery concordant with the find of the carotid ultrasound. Vascular surgery recommended continuing on blood thinning medication, and no surgical intervention was required as it was thought to be too risky. The patient was discharged home on (B)(6) 2022 and educated on the signs and symptoms of stroke after being given blood thinning medication to be taken daily. The patient was asymptomatic and there were no changes to their condition or anticoagulation status that may have contributed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported arterial peripheral thromboembolism could not be conclusively determined through this evaluation. The account submitted a computed tomography angiography (cta) of the patient¿s carotid arteries. The device was not present in the cta. There were no changes in pump parameters during the event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(4). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists arterial thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 12oct2020. No further information was provided. The manufacturer is closing the file on this event.